Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one xc200 cartridge (a) was received empty along with its opened foil and no clips were returned for analysis as no clips were returned for evaluation we are unable to investigate further the event description. The event described could not be confirmed as the cartridge was received empty without clips. This report is not intended to deny that you experienced a problem with the clips and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 cartridge was received with no foil and with one clip loaded. However, the clip was moved inside of the cartridge due to improper handling of the clips. Also, the cartridge was damaged inside the cavities. No functional test was performed in order to preserve the evidence. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a robotic nephrectomy procedure on (B)(6) 2024 and a suture clip was used. During the procedure, on the back table while loading the clips and attach to a suture, it would not clip around the suture. This resulted in the procedure being canceled. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number tx2adx is invalid. Please provide the correct lot number. Tk2adx how many clips did not close around the suture? 6 was this problem noticed before the surgical procedure began? Yes, on the back table did this event occur during the procedure? Happened before case started when prepping the patient why was the procedure cancelled? Surgeon did not feel comfortable continuing case without the use of the clips was the procedure rescheduled? Unknown if the procedure was rescheduled: has the rescheduled procedure been performed? If yes, please provide date. Unknown was the rescheduled procedure completed successfully? Were there any adverse patient consequences? No please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Robotic on what tissue was the suture used? None, was before case started when prepping the suture what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown please describe any medical/surgical intervention required for this suture event including dates and results. None did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Faulty applier what is the patient's current status? Will product be returned? If so, please provide the return date and tracking information yes shipped back on 11/11.